Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 200 mg/dl. Customer stated insulin continues to drip after motor stops during manual prime process. The customer is calling for technical troubleshooting. The customer was advised to discontinue use of the pump and revert to back up plan. The customer was advised that the device would be replaced. The customer was advised that the device may not be the issue and sending infusion set to try as well.

Manufacturer narrative:
The pump was tested with a 5.0 unit bolus with a liquid filled reservoir but the pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.